Event description:
Introduction of the endovascular graft was from a right sided approach. The pt had an angulated aortic neck, measuring almost sixty degrees. There was also a noted turn in the aortic neck near the recommended 15mm mark for the main body graft placement. After placement, post angiogram noted visible signs of a "late" type I endoleak. After re-ballooning the area, another manufacturer's balloon stent was placed via the contralateral side. With the angiographic catheter in place as well, the balloon stent fit tight against the noted area of angulation in the aortic neck. The stent was placed successfully, sealing off the endoleak. After placement the "late" type I endoleak was thought to have possibly been a type ii endoleak, viewing feeding from a lumbar artery.